Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 70 months after the implantation the patient presented to the emergency department with a syncope. ECG was performed and the doctor observed a complete atrioventricular block. The chest radiographs showed a fracture of the right ventricular lead.